Event description:
It was reported that lead dislodgement was observed. Leads were repositioned. Infection was then found, and system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)